Manufacturer narrative:
Initial and final MDR (B)(4)- MDR . - device 2 of 2. E1 patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in germany it was reported that patient faced two infusion set was fell off during use on (B)(6) 2024. The infusion set was used for 2 days. The infusion set came off while swimming no further information available.